Event description:
The reason for the call was patient (pt) said their stimulation hadn't been working very well. Pt said sometimes they would feel it and all of the sudden, they wouldn't be feeling it. Pt said sometimes when the stimulation was on, they wouldn't feel it unless they turned it up really high. Pt said they get some serious pain and was starting to get pain in other places. The patient was redirected to their healthcare provider to further address the issue and for possible reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.